Event description:
A distributor from france reported that a customer's pump screen was cracked and unreadable, with the touchscreen non-functional. The incident involved a blood glucose value of 220 mg/dl, which was within acceptable range. As a corrective action, the pump was scheduled to be returned for examination, and a replacement pump was provided.